Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed system error, out of service, revert to manual CPR' upon powering on" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failed processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in october 2007 and is over 15 years old, well beyond its expected service life of 5 years. During visual inspection of the returned platform, it was noted that the front enclosure and the top cover were cracked, and the battery lock bent. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. Also, unrelated to the reported complaint, during a further inspection, noticed a hole in the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The damaged enclosure, top cover, load plate cover and battery lock need to be replaced to address the observed issues. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The cause for the sticky clutch could be due to the normal use of the device. The clutch plate needs to be deburred to remedy the problem. A review of the archive data did not show the presence of the system error, however, the ap vision software revealed a system error (latch error 203 - mailbox full), thus confirming the reported complaint. Also, the archive data showed the presence of the fault code 46 (software error) as a result of the failed processor board. Further review of the archive data showed user advisory (ua) 17 (max motor on time exceeded during active operation), (ua) 45 (drive shaft not at home position), and (ua) 02 (compression tracking error around the customer's reported event date, unrelated to the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. Investigation revealed the root cause was the failed processor board. The processor board needs to be replaced to remedy the fault. Also, unrelated to the reported complaint, during further testing, the platform displayed the fault code 27 (encoder fault (> 3000 rpm). The failed integrated encoder gearbox needs to be replaced to address the fault. Service was not performed, as the customer declined the repair. The autopulse platform will be returned to the customer unrepaired and clearly labeled "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
Prior to patient use, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR " error message. The crew immediately switched to manual CPR. No consequences or impact to the patient.